Event description:
It was reported that patient experienced numbness in his left arm post implant of paddle lead. As a result, surgical intervention was undertaken where in the lead was explanted and replaced addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.